Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a power on self-test (post) failure. Patient involvement information was not provided by the customer.

Manufacturer narrative:
The service engineer (se) replaced the breath delivery unit (bdu) printed circuit board (pcb) and installed the latest version of the operational software. The unit passed all testing and operated within the manufacturer specifications if information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.